Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, the patient reported leaking at the site area. The infusion set has been in use for 1.5 days. The leakage is likely at the site. The highest bg was 416mg/dl.